Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from japanese to english: "it was reported that during inspection at togo medikit, foreign substances and scale marking issue were found." Astem management number: unknown.

Event description:
No additional information was provided.

Manufacturer narrative:
Sixteen samples and six photos were provided to our quality team for investigation. Through visual inspection, it was observed that four syringes have more than 50% doubled print, three samples have ink dots, one syringe has more than 50% of the grad line missing and two samples presented embedded foreign matter. The reported defects were not present in the rest of the samples provided. Additionally, six photos were also evaluated. The first photo shows sixteen 5 ml ll syringes, three samples present more than a 50% doubled print, while the rest appear to be cleared of defects. The second photo shows a close-up of one loose syringe with over 50% doubled print in the numbers and the grading lines. The third photo shows a syringe in a sealed package, and more than 50% of the grad line is missing. In the following photo, foreign matter can be observed embedded in the shoulder flash of the barrel, and most likely dust can be seen on the stopper. The fifth photo shows more than six ink dots present outside the print area of the barrel. Finally, the sixth and last photo shows a package label with the appropriate 5 ml ll syringe information. The conditions observed are non-conforming per product specification. The potential root cause of the double print, missing print, and the ink dot defect is associated with the marking process and the embedded foreign matter is associated with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3011975. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.